Manufacturer narrative:
(B)(4). Batch # p92w6e. The device history records were reviewed and the manufacturing criteria were met prior to the release of this batch.

Event description:
It was reported that during an unknown surgical procedure, the silicone tip of the device detached off of the scissors. No patient consequence reported.